Event description:
The reporter stated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens in the pt's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated intraocular pressure. The surgeon performed an add'l pi and ac wash. No other lens was implanted. Explanted lens was discarded.

Manufacturer narrative:
(B)(4).